Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mvs did not power on. The mvs fuses were replaced and the imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: bi71000522. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site's imaging system was "moved out of a room to send images to electronic picture archiving and communication systems (pacs) and the system was beeping, then power was lost, they plugged into wall, still beeping, but sent images. Then the system died, tried another plug and connecting the system and no green light." System is unable to power on. No patient present. No delay. System is under active ssa.